Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site 04/18/2017. Medtronic investigation of returned suspect device finds that the navigation system caster was broken off and threads remained inside the cart. Once removed, replaced caster. Pieces broken - physical damage. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. - no further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system rear right wheel was damaged. The caster was sheared off and currently the navigation system is unable to move to any location. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.